Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned sample, that was inspected at 10x microscope magnification, revealed that the lens was received torn (with the edge of the optic and haptics broken). No hole in the lens optic zone was observed. The inspection also revealed surface residuals (debris/particles) on the lens surfaces compatible with handling the lens. A manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that during implantation of the intraocular lens (iol), the rotator pushed through and put a hole in the lens after it was inserted. The same model used for the replacement. An incision enlargement was required. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.